Manufacturer narrative:
Manufacturer's ref# (B)(4). On 16-mar-2023: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Trended case investigation concluded: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector investigation is still in progress; a final report will be submitted upon completion 12-apr-2023: the clinical investigation concluded: a damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk register conclusion: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturers investigation is final. This is a final report.

Event description:
User placed charger in a truck and was charging for a short time either (B)(6) 2023 or (B)(6) 2023 and the cord melted to the port of the charger case. No damage done to user or property. Charger is not operational. On 12-apr-2023: unknown if charger was original.

Manufacturer narrative:
Manufacturer's ref# (B)(4). (B)(6) 2023: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Trended case investigation concluded: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Investigation is still in progress; a final report will be submitted upon completion.

Event description:
User placed charger in a truck and was charging for a short time either (B)(6) 2023 or (B)(6) 2023 and the cord melted to the port of the charger case. No damage done to user or property. Charger is not operational.